Manufacturer narrative:
(B)(4).

Event description:
Smartview home monitor unit will not display lights when plugged into wall. Verified power source is not an issue on multiple outlets.

Event description:
Smartview home monitor unit will not display lights when plugged into wall. Verified power source is not an issue on multiple outlets.